Event description:
Following a sling procedure, the patient developed an inflammatory response at both abdominal sites. A culture was performed but no infection was identified. The patient was placed on antibiotics and sent home. The doctor has been using this product exclusively and has never had a patient develop a response at the abdominat site. The doctor does not believe the tissue is the cause of the issue. Follow-up with the doctor showed the incision was healing naturally with no further intervention being required.